Manufacturer narrative:
(B)(4). The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of two devices used during the same procedure. It was reported to boston scientific corporation that an autotome rx 39 device was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the sphincterotome cut wire snapped off the catheter during cannulation of the bile duct. Nothing detached and fell in the patient. The procedure was completed with another autotome rx device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.